Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) seal. Functional testing was unable to duplicate an unknown issue. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for an unknown reason. There was unknown patient involvement. The device evaluation found a worn downstream occlusion (dso) seal.